Event description:
Additional information received indicated the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
It was reported that inappropriate antitachycardia pacing was delivered for supraventricular tachycardia due to undersensing of atrial signals. Additionally, inappropriate mode switching was observed. Abbott technical support was contacted and the device is anticipated to be reprogrammed to resolve the event. The patient was in stable condition and will continue to be monitored. The physician did not allege a malfunction against the device.